Event description:
It was reported that the device has large cracks in the lower case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, barrel clamp, left iui, left iui seal, and right iui. The probable root cause of the reported issue was due to wear of the cover/case front syringe. A review of the device history record showed the device had a manufacture date of 19may2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has large cracks in the lower case. No additional information was provided. There was no patient involvement.